Manufacturer narrative:
The cited rapid infuser was evaluated by belmont engineering and technical service. After visual inspection,it could be confirmed there was a high energy event from the presence of char marks at the power entry of the unit and the power cord. This was caused by fluid ingress into the power cord's c19 connector. The root cause was isolated to fluid ingress into the power entry. The device history was reviewed, and no similar issues were identified. We replaced power entry module assembly and the power cord. To ensure that this unit performs according to our specifications before shipping it back, we operated the unit at elevated temperatures for 48 hours and we performed a final functional test, an electrical safety test, and a final inspection. The unit passed all test specifications and inspection requirements. A belmont territory manager will be going to the customer site to ensure periodic maintenance of the devices. We will continue to monitor this type of incident closely and take further corrective and preventive action if required.

Event description:
It was reported that a fire occurred at the back of the ri-2 unit at the ac power entry location. There was no patient involvement and the system was not in clinical use at the time of the event.

Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The ri-2 involved in the incident has not been returned to belmont medical technologies for evaluation. It was reported that a fire occurred at the back of the ri-2 unit at the ac power entry location. There was no patient involvement and the system was not in clinical use at the time of the event. There were no injuries reported. A report is being submitted as this event represents a potential hazard. The ri-2 is compliant with iec-60601-1 for flammability resistance. The operator's manual provides the following warning statement: "prime the main system with solution compatible with blood. Do not prime with blood and a caution that: "immediately wipe any spills from the device". In order to avoid any such event, the spills must be wiped from the device. The operator's manual also instructs to "check the power cord before or after each use". Belmont is working with the user facility to get the device involved in this incident returned for investigation. Without results of the device investigation, no conclusions can be drawn. A follow-up report will be submitted once the investigation is complete.